Manufacturer narrative:
Continuation of d10: product ID wr9200 serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the recharger is not turning on even after getting it fully charged for 8 hours. No contributing factors were identified. The manufacturer representative tried turning on the recharger, reset it and tried connecting with the programmer; however, nothing worked. The product will be replaced. The issue was not resolved at the time of this report. No surgical intervention occurred or is planned. No symptoms were reported.